Event description:
The report stated that during a thyroidectomy, the blue insulation on the device melted and had to be removed from pt tissue. Another device was opened and used with the same result. A third device was opened and the surgery was completed with no issues. There was no pt injury. The additional device from the same surgery can be found on MFR report# 1717344-2009-00139.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.